Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen became damaged without a known precipitating event, after which the touchscreen was unresponsive while the device otherwise appeared to power on and blood glucose management was unaffected; the user transitioned to backup therapy and continued cgm monitoring. Symptoms included no injury or physiological effects. Outcomes included a product replacement and instructions provided for device shutdown, data syncing to the mobile app, shipment logistics, and return of the original unit. Investigation included review of the user report and case handling with troubleshooting and education. Investigation of the returned device revealed a display failure consistent with a broken or cracked screen and an unresponsive touch interface.